Event description:
This report is based on information provided by field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on efficia dfm100 stating that the device was unable to boot up. The field service engineer evaluated the device onsite. It was determined that the ac power light is on but the computer cannot be turned on. At first, troubleshooting of the ui board and processing board was recommended. After performing the visual inspection, the engineer concluded that the battery was exhausted and the power cable was damaged, which needed to be replaced. In addition, the fse recommended to charge the battery and start the device. The device was calibrated and returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a damaged power cable. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse resolved the issue by replacing the power cable and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.